Event description:
Patient was receiving via pca pump dilaudid at a rate of 0 - basal, 0.3mg bolus every 10 minutes for 6 doses per hour. At approximately 10:00 am bag was near empty so assigned nurse went to change bag and place new bag of dilaudid 10 mg in 100 cc's of nss. Since rate did not change, the tubing and bag were hung and rate stayed the same so did not change, but did change the volume to 100mls. 6.9mg were wasted per cosigning nurse.1400 nurse reassesses patient and medication settings and volume and observes that pump stated that 85 cc remain but the medication bag was empty; patient was somnolent; nurse attempted to arouse the patient. Nurse reported to me that the husband stated that 'I am pretty sure she got the full dose as she was hitting it pretty heavily." Nurse left the room to get patient care coordinator (pcc); pcc returned, patient still not answering questions, spo2 81% pcc applied o2 at 4l, vital signs (vs) taken, dilaudid pca removed, vs charted. Husband stated this is very different. Colon rectal fellow notified, assessed patient, monitored, narcan not ordered, obtained order, given, patient awakened, but again became sleepy, second dose of narcan administered, attending notified, placed on telemetry, 3rd dose of narcan given, patient awake, responding but groggy. Patient transferred to micu/sicu for closer observation. Husband present and aware that the patient received entire bag of medication. Medication safety officer (mso) notified; clinical engineering notified equipment to include bag, tubing and pca pump sequestered and integrating equipment. Our biomedical team noted that the pump appears to have a bent door as the door is visibly sticking up above the tubing channel while the door is normally flush with the channel.what was the original intended procedure?provide acurate calculated narcotic pain medication through the pca pump.